Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify no delivery alarm due to blank display. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she accidentally walked in the shower with the insulin pump on. An hour later the insulin pump alarmed no delivery. The customer had a burnt mark. She believed the burnt mark was caused by insulin leaking or battery acid. The screen was blurred except the reservoir icon, time, and battery icon. Customer's blood glucose level was 107 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.